Manufacturer narrative:
(B)(4). This is report 4of 4 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown; therefore, d4 is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted for the potentially associated lot numbers (h11b21041, h11h02022, h11h19059, h11c03013) and there were no exceptions noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The root cause for the report of peritonitis was undetermined. There was no device malfunction or use error identified.

Event description:
During a call with baxter technical services for an unrelated alarm, the nurse reported the patient experienced peritonitis. The patient began dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers were not reported) on an unreported date, intraperitoneally (ip) for peritoneal dialysis (pd). The cause of the peritonitis was not reported. It was not reported if a peritoneal effluent analysis and culture were performed. Upon a follow-up call with the nurse, she stated the patient developed a hazy dialysate and "unspecific systems" and was diagnosed with peritonitis. It was not reported if the patient required hospitalization. Remedial treatment included vancomycin (dose, route and frequency were not reported). The event of peritonitis was resolving. The action taken with dianeal therapies was not reported. The nurse believed that the event of peritonitis was not related to dianeal therapies. No further information was reported and the nurse was not willing to provide any further information.